Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. The customer was able to clear the alarm but it alarmed again after troubleshooting. Customer's blood glucose level was 16.7 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with constant failed battery test alarm, the battery tube was disconnected and reconnected on the interface board and no failed battery test alarm noted afterwards. Unable to perform functional test due to a constant failed battery test alarm. The insulin pump had cracked case on the display window corners, minor scratched lcd window and cracked reservoir tube lip.